Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. On the day of the onset of peritonitis, the patient went to the emergency room. However, it was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, ip, daily). Seven days after the initial onset of peritonitis, the patient was again diagnosed with peritonitis. On the same day the patient was hospitalized for the recurrence of peritonitis. The patient was treated with vancomycin (1gm, ip, daily) and ancef (1gm, ip, daily). Two days later, the patient was discharged from the hospital. At the time of this report, the patient was fully recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.